Event description:
It was reported "after insertion of the catheter, we observed the desaturation of the patient. After removal of the catheter, we noticed the rupture of the catheter at the distal end of the tube." Additional information reports, "the patient did not desaturate contrary to what was reported at the time of the initial report". There was no patient harm or injury. The patient was reintubated. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 5-10113 et tube, cf,6.5 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the tube was cut near the proximal end of the tube. No holes or other damages were observed on the balloon cuff. The observed damage to the device would prevent the returned device from functioning properly. The customer did not provide a lot number; therefore, a device history record review was performed based upon two potential lot numbers taken from the sales history data of the customer. No relevant findings were identified. The reported complaint was confirmed based upon the sample received. The returned et tube was found to have been cut near the proximal end of the tube. All et tubes are 100% inspected at the time of manufacturing. It could not be determined when or how the et tube got cut, but it is unlikely that this type of damage was present at the time of manufacturing. This appears to be an isolated event. Teleflex will continue to monitor and trend on this issue.

Event description:
It was reported "after insertion of the catheter, we observed the desaturation of the patient. After removal of the catheter, we noticed the rupture of the catheter at the distal end of the tube." Additional information reports, "the patient did not desaturate contrary to what was reported at the time of the initial report". There was no patient harm or injury. The patient was reintubated. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number.